Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx/battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015. Product analysis: the device was returned and evaluated by product analysis on 11/17/2015 with the following findings: review of the pump¿s black box revealed evidence of a power issue. The pump¿s electric current draw was found to be out of specification. A solder issue was observed on the pump¿s continuous glucose monitoring (cgm) transceiver board; the pump¿s current draws returned to specification when the cgm board was disconnected from the pump¿s printed circuit board. Moisture was observed behind the display lens and on the pump¿s internal components. Unrelated to the complaint, a pump case crack was observed; leak testing revealed a pump case leak.